Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficulty removing the cds appears to be related to a combination of challenging patient morphology/pathology and procedural conditions due to the difficulties with visualization. The reported atrial perforation appears to be a result of procedural conditions and due to interaction between the clip and septum during removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This event is reported for resistance during removal, causing patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The transseptal puncture was low and the patient anatomy was challenging. One mitraclip was implanted and the mitral regurgitation (mr) was reduced from grade 4+ to grade 2. A second cds was advanced without issue; however, due to the low puncture, it could not be placed and was removed undeployed. Additionally, imaging was difficult and as the procedure progressed, imaging deteriorated. During removal, resistance was noted and upon removal, tissue was noted on the clip. The atrial septal defect was noted to be larger than it was previously during the procedure, and it was suspected that the resistance noted during removal was the clip catching on the septum. The patient was evaluated and it was determined that no additional intervention would be performed. Post procedure, the patient was in stable condition. No additional information was provided.